Event description:
It was reported that during a laparoscopic cholecystectomy, the device misfired and did not form clips correctly. Another device was used to complete the procedure. There was no adverse consequence to the pt reported. No additional info is available.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.